Event description:
The user facility reported that during a patient procedure, water leaked from the ceiling causing lighthead #2 to stop working. The patient was moved and the procedure was completed successfully. No injuries were reported.

Manufacturer narrative:
A steris technician inspected the light and found a water leak in a pipe in the ceiling above the light which resulted in the spring arm commutator being damaged. The technician repaired the light and returned it to service; no further issues have been reported with the equipment. User facility personnel repaired the leaking pipe in the ceiling above the light. The light was manufactured in 2006 and is not under steris service contract; it is maintained by the user facility.